Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a benchmark bmx96 access system (benchmark max), a penumbra system ace 60 reperfusion catheter (ace60), a velocity delivery microcatheter (velocity), a penumbra system 4max reperfusion catheter (4maxc) and a guidewire. It was noted that the patient anatomy was tortuous. During the procedure, the physician could not advance the benchmark max to the high cervical. Therefore, the benchmark max was placed in the common carotid. Next, while advancing the ace60 with the velocity using a guidewire to the target vessel, the mid-shaft of the ace60 kinked due to patient¿s tortuous anatomy. Consequently, the velocity kinked at mid-shaft. Therefore, the ace60 and velocity were removed. The physician then used the 4maxc in place of ace60 with the same velocity. However, the 4maxc kinked due to the kink in the velocity. Therefore, the 4maxc and velocity were removed. The procedure was completed using another aspiration catheter and another microcatheter. It was also reported that no visible kink was noticed on the 4maxc by the penumbra sales representative. There was no report of an adverse effect to the patient.